Manufacturer narrative:
(B)(4). G2: foreign, the event occurred in india. The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that when the first knot was being tightened the thread broke from the bony body with the anchor seated inside the bone. The pieces of the product was not retained inside the patient. The surgery was completed by using another device. No harm was caused to the patient. It was reported that no further information is available.